Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the profile of the tip. A visual and microscopic examination of the stent found that the struts at the proximal end were stretched, distorted and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. There were no issues noted with the shaft polymer extrusion profile. The hypotube was broken 218mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. Ductile fibres could be seen at both of the break sites which is indicative of material resistance. There was no indication that this issue was connected to the complaint incident. No other issues were identified during the product analysis. The analysis did not identify any issue with the profile of the device which could have contributed to the complaint incident. The damage to the stent was consistent with meeting an obstruction and may have occurred during the withdrawal of the device following the no cross event. The shaft of the returned device was broken however; there was no indication that this issue was connected to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-jan-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex (lcx) artery. A 2.50x24mm promus element ¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break and stent damage.